Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Unable to evaluate the returned test strips because is a wrong vial lot. Most likely underlying root cause of malfunction:user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-138mg/dl fasting. Verified test strips expire 05/28/2015. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned about the result of 204 mg/dl on (B)(6) 2015 @ 8:02 am. The customer is stating that her doctor has changed her medication to insulin which she has not started taking yet. The customer also stated that she has been making changes in her diet.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user's test strip had poor storage or user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-138mg/dl fasting. Verified test strips expire 05/28/2015. Customer's test strips are being stored in the kitchen and opened vial date 11/24/2015. Reviewed meter memory: (B)(6). Memory concerns:the customer is concerned about the result of 204 mg/dl on (B)(6) 2015 @ 8:02 am. The customer is stating that her doctor has changed her medication to insulin which she has not started taking yet. The customer also stated that she has been making changes in her diet.